Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code(s) 3191 is to capture the report of "mechanical failure of the lens". Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was exchanged in the right eye due to "mechanical failure of the lens". A non-johnson and johnson iol was implanted as replacement (+19.5 diopter). No medical or surgical intervention was required. There was no patient injury. It is unknown how the patient is doing post-operatively. The device was discarded. No further information was provided.